Event description:
The customer complained of a discrepant inr result between coaguchek xs meter up1320893 and a lab using an unknown reagent. Customer tested a patient by fingerstick on the meter and the result was greater than 8.0 inr. The patient had a lab test within 7 hours and the result was 5.986 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors and is not anemic. Patient was recently diagnosed with atrial fibrillation and began taking warfarin on (B)(6) 2018. The patient has had a loss in appetite recently and has not been eating. Patient had no bleeding or bruising. There was no allegation of an adverse event. Retention test strips (297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values greater than 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values greater than 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements greater than 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.